Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device reload could not be closed, they then used another reload to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Visual inspection and functional testing were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.